Manufacturer narrative:
This report is for 8 unknown screws. Date of implant approximately (B)(6) 2012. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
This report is for 8 unknown screws. The patient was implanted with a 3.5mm lcp reconstruction plate, a 3.5mm lcp t-plate and eight screws approximately (B)(6) 2012 for a pilon fracture. It was reported that the patient developed a non-union. A series of follow up x-rays were taken on unknown dates that revealed a broken reconstruction plate. Revision surgery was performed on (B)(6) 2013. All hardware was removed and the patient was revised to a distal tibial plate. The surgery was successfully completed. This report is 3 of 3 for complaint (B)(4).